Event description:
It was reported that intermittent occlusion alarms occurred. . There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using humalin u-500 brand insulin, which is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. . H3 other text : device not returned.